Manufacturer narrative:
(B)(6). (B)(4).the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during a pubovesical vagina procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture when it was inserted to the patient. The detached piece was removed from the patient's body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.